Event description:
It was reported that the ilet paired with a dexcom g7 exhibited repeated screen flickering between ¿start sensor¿ and ¿pairing with sensor,¿ followed by persistent inability to start the sensor despite restarts and attempts to switch cgm configurations, with subsequent confirmation that the device¿s bluetooth version displayed as 0, and the dexcom app on the phone continued to function normally. Symptoms included dosing interruptions and risk of loss of cgm data to the ilet. Outcomes included cessation of automated dosing on the ilet and need for continued cgm use on the phone until a replacement ilet arrived. Investigation included guided troubleshooting, device restarts, cgm reconfiguration attempts, data sync attempts, peer consultation, and verification of device settings including bluetooth status. Investigation of this case revealed a suspected ilet communication malfunction consistent with a bluetooth subsystem failure that prevented stable cgm pairing and sensor start on the ilet, while the cgm functioned on the phone. It was concluded, based on previously established findings for similar reports, that the cause was a device communication failure attributable to a suspected defective bluetooth component or firmware state on the ilet.